Event description:
It was reported that left hip revision surgery was performed due to metallosis, elevated ion levels and pseudotumour. Subsequent revision (B)(6) 2017.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the femoral head and acetabular cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head / cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. It was also confirmed that all devices were sterilised. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The initial complaint notification reported elevated metal ion levels, metallosis, and pseudotumor; however, no mention of elevated ion levels, metallosis, nor pseudotumor was noted in the revision operative reports. Details regarding the patient¿s weight-bearing status, medical history, bone quality, complete supporting lab/pathology results and other additional clinical relevant information have not been provided. The results of the synovium testing were not necessarily consistent with infection. The root cause of the reported infection, metallosis, elevated ion levels, crack of the calcar bone, and pseudotumor cannot be concluded. The patient impact beyond the reported revisions cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis, elevated ion levels and pseudotumour. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Serious injury.